Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted concurrently with transvaginal hysterectomy, mccall¿s procedure, anterior colporrhaphy, posterior colporrhaphy, and cystoscopy. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy, total vaginal hysterectomy and mccall's procedure. Manufactured date: 12/01/1999

Manufacturer narrative:
Manufacturing date: (B)(6) 1999.